Manufacturer narrative:
This report is submitted on 02 april 2020.

Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (1.5 tesla). The patient's head was wrapped as an approved indication. Surgery to replace the magnet is planned but has not taken place as of the date of this report.

Manufacturer narrative:
The internal magnet was replaced on (B)(6) 2020. This report is submitted on july 24, 2020.